Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had the device implanted to help with urinary retention. Patient states the therapy is not helping as well as it first did and she is not sure what she should do as far as adjusting it. Initially the retention was going down and then it leveled off around 450 cc, but a few days after implant after turning stimulation up patient was getting almost 1,000 cc the last few times she catheterized. The day after implant the retention went down significantly 175/225 cc, the next day went from 350-500 cc range and then it went to 1000 cc. Patient reported she is voiding more so that is an improvement from before the device was implanted. The patient had increased stim from p3-2.4 to p3-2.8 v and is wondering what to try next. Patient had not yet tried changing programs and did not have access to the programmer. It was reviewed the patient should could consider changing programs but should consult with their doctor. Patient planned to try program 4 when she gets home, will monitor symptoms and will follow up with doctor if it doesn¿t resolve. Patient has upcoming follow up appointment (B)(6). The patient noted her pre-existing condition: last year she had chemotherapy which caused some nerve damage because it was brain cancer. Caller states the cancer was cured but she has issues with nerve damage in her feet and they are numb most of the time. No further complications were reported or are anticipated.